Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 39.3 cm. An external insulation abrasion exposing the outer coil caused by friction to can noted at 33.3 ¿ 33.5 cm from distal tip.

Event description:
This report is to advise of an event observed during analysis.